Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the blower assembly needs replaced, causing the ventilator inoperative error. The blower assembly, stirring fan, stirring fan retainer were replaced to resolve the issue. Additionally the inlet air path assembly and removable air path foam, flow sensor assembly and tubing were replaced due to contamination. The software is current and the deice passed all testing.